Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, the nurse placed a PICC for the patient in order to reduce repeated puncture of the peripheral vein and to administer the appropriate chemotherapy, the infusion process found that the PICC was leaking, and after careful examination for the rupture of the catheter in the area above the puncture port of the PICC tube, the PICC tube was removed, and the PICC tube was reintroduced at an opportune time, which resulted in the patient's re-puncture, and increased pain. During review of complaint, it was noted that PICC was placed on (B)(6) 2025, however the PICC expired on may, 31, 2025.